Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. The initial result was 1.38 mg/dl. The repeat result was 1.01 mg/dl. This result was believed to be correct. The repeat result from another cobas c702 was 1.03 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the analyzer, replaced sample and reagent probes, performed adjustments, and cleaned the flow path. The investigation did not identify a product problem. The specific cause of the event could not be determined but the event was consistent with insufficient user maintenance.